Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "(B)(6) 2024,transoral intubation was performed at the bedside, and the nurse removed the endotracheal tube for monitoring; the airbag functioned well, and the physician successfully inserted it into the patient's airway using this endotracheal tube, and then used a balloon pressure gauge to pump air into the airbag of the endotracheal tube, but several attempts failed to effectively establish air pressure, and leakage of the airbag was suspected." The patient was reported as fine post the procedure."